Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's battery cap was not working. This was an ongoing issue. He woke up that morning and the insulin pump was off. He had to push the battery cap to turn it on. The customer received a failed battery test alarm and was sent a battery cap. However, he continued to have issues. The failed battery test alarm recurred. Customer's blood glucose level was 225 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to perform the displacement test or verify the failed battery test due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.